Manufacturer narrative:
The investigational analysis was completed on 12/12/2019. The device was visually inspected and reddish-brown material was found in the pebax. Further inspection revealed a hole on pebax that could have been caused by an external object. The catheter was tested for electrical functionality and it passed. The catheter was evaluated for erasable programmable read only memory (eeprom), and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrated that the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system. However, error 105 displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the lost of electrical continuity at the sensor could be related to design. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole. Initially it was reported that an current leakage error 7 displayed on the carto 3 system. All cables were disconnected and re-seated, but the issue remained. There were additional signals available for the physician to monitor the patient¿s heart rhythm. While ablating, high force displayed on the thermocool® smart touch® sf bi-directional navigation catheter. The catheter cable was replaced and the issue remained. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed current leakage error 7 and high force issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. Upon initial visual inspection, reddish-brown material was observed in the pebax sleeve. Further testing was then performed. During a second visual inspection on 11/18/2019, the bwi pal found reddish-brown material and a hole in the pebax. The observed reddish brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hole in the pebax has been assessed as an MDR reportable malfunction, as the device integrity was compromised. The awareness date has been reset to 11/18/2019.